Manufacturer narrative:
Concomitant: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient system was removed. It was noted the patient stated the system was not helping anymore. The reporter stated the patient declined additional reprogramming prior to explant. It was noted that there were no alleged product issues.

Event description:
It was further reported by the patient's physician that the device just wasn't helpful. The removal was not due to new pain. The patient had insisted upon the removal. The outcome was unknown to the physician as the patient was seen at another clinic.

Event description:
Additional information received by the healthcare provider reported the event was not due to the device not covering an existing pain that had been covered due to issues with the device. No diagnostics were performed as the patient just wanted the device removed. It was noted it was reprogrammed once on (B)(6) 2012. There were no malfunctions seen and the cause of the issue was not determined. The patient had not been seen since surgery.